Event description:
It is reported that in 1999, as a result of a chronic dislocation, patient underwent revision of their right total hip replacement implanted in 1998. The femoral head and acetabular liner were removed and replaced using both zimmer and depuy products.